Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient¿s device was implanted 4-5 months prior to the report and the patient developed a rash 8 weeks prior to the report. It was noted that the rash was over the incision site and on the upper legs. It was reported that a biopsy was done on the rash over the implantable neurostimulator (ins) and it was diagnosed to be cutaneous lupus. It was noted that the patient was having skin issues and didn¿t know if it was a coincident or if it was related to the ins. The ins was working well for the patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va08t0b, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Additional review indicated the incorrect PMA/510(k) code was entered. This has been corrected.

Event description:
Additional information received reported that the patient received assistance and her concerns were resolved. Nine days later it was reported that the patient had an allergic reaction. The patient was having an ¿unbelievable amount¿ of break -outs, rashes, and itches, which started after implant. The patient was working with her doctor to determine if she was allergic to the materials in the system.